Event description:
The customer's wife reported that the customer was hospitalized for low blood glucose with a reading of 10 mg/dl. The wife stated that the customer did not prime the insulin pump while being connected to the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.